Manufacturer narrative:
Event date: (B)(6) 2015. MFR date: 05/16/2016 conclusion / root cause: the motor controller (mc) pcba was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Manufacturer narrative:
The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer originally replaced the data acquisition board and data acquisition - motor controller cable, but the issue remained unresolved. He then repaired the unit by replacing the motor controller board, power management board, and gas delivery system. Device is now within manufacturer¿s specification.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a vent inop; data acquisition pcba adc reference failed, resulting in a 1007 error, pressure sensors failure. No patient involvement reported.